Event description:
Caller reported a cartridge alarm 30 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support attempted to assist the caller with loading a new cartridge, but the call was disconnected and attempts to reach the caller again led to voicemail. No further information regarding the outcome was received.